Event description:
A needleknife was used for therapeutic purposes during a sphincterotomy. During the procedure, the cutting needle snapped off. There were no complications or intervention reported with this event.